Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm, zone 2, using gore® tag® thoracic branch endoprosthesis. After deployment of gore® tag® conformable thoracic stent graft with active control system in the descending thoracic aorta, the aortic component was deployed. During the deployment, a proximal migration of approximately 5 mm was observed. Following deployment of the side branch component, balloon molding was performed. On angiography, findings consistent with an endoleak were observed in the area of the aortic component and/or the side branch component; however, the procedure was completed without additional intervention. On (B)(6) 2026, postoperative contrast-enhanced CT demonstrated a proximal type I endoleak. In addition, MRI examination confirmed an asymptomatic cerebral infarction. No additional treatment was performed, and the patient is being managed with continued observation. Reportedly postoperative cerebral infarction may have been influenced by procedural manipulation involving the passage of wires and/or devices through the aortic arch. This event was considered a complication associated with the tevar procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #tac084515j, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.